Manufacturer narrative:
The reported medfusion syringe infusion pump was returned for investigation. Visual inspection revealed that the device was in poor condition; the top case, lower left corner, and the right plunger case were cracked. A review of the device event history log found that a check clutch/plunger lever error had occurred. During flow testing, the device displayed a motor rate error; however, the reported check clutch/plunger lever error could not be verified. Further investigation of the device revealed that the device's drive train was worn out due to 11 years of use. Investigation determined that the motor rate error and the check clutch/plunger lever error were due to the condition of the drive shaft. As a preventive measure, the device position potentiometer and clutch halves were replaced. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that a medfusion® 3500 syringe pump had a check clutch plunger error. No patient injury was reported.